Event description:
An operating room supervisor reported the surgeon experienced no reflux and continuous irrigation during a phacoemulsification procedure. The case was completed using an alternate system on the same day. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and confirmed the problem reported. The footswitch printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirmed the report event. A review of complaints for the last 24 months did not indicate any additional related reports for this system. The root cause could not be determined conclusively. (B)(4).